Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. Investigation summary: bd had not received samples, but 5 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure modes for molding defect and foreign matter were observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issues of molding defect and foreign matter were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect and foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes that one (1) tube had a molding defect and foreign matter within the tube wall. There was no health impact or consequence reported.